Manufacturer narrative:
As reported by the (B)(4) registry, the day after the patient had a precise stent implanted in the left internal carotid artery, the patient experienced an ischemic stroke. At the time of the index procedure, angiography revealed 90% stenosis of the left internal carotid artery. The lesion was described as 15mm in length, severe circumferential calcification and eccentric. The reference vessel was 6mm in diameter. The patient's pre-procedure (B)(6) stroke scale score was 6 (aphasia, dysarthria). The patient was symptomatic. An angioguard rx with a 7mm basket was deployed beyond the lesion. An 8 x 40mm precise pro rx stent was implanted after pre-dilation, with 5% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles or thrombus was not noted at any time. The next day the patient experienced right hemiparesis and dysarthria. The onset was gradual. The patient was diagnosed with a stroke (ischemic). Treatment was not provided. The investigator is not sure if this event is related to the index procedure. The physician does not have a specific time when this ischemic stroke happened. The patient was discharged two days after the index procedure with an (B)(6) stroke scale of 7. The patient has a medical history including hyperlipidemia, history of smoking, diabetes mellitus, coronary artery disease and hypertension. The patient has high risk criteria of bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment. This patient had numerous neurological events prior to the procedure. In the 4 -5 weeks prior to the carotid stent, he had at least 3-5 separate (tia/cva) events. These were improving. The patient did wonderfully during the procedure and immediately after. After the procedure, the patient was first noted to have a problem, when his standing was "off" on the first post stent day. The patient was then also felt to have some worsening of his hand function. These were improving prior to his discharge from the hospital on day 2 after the stent. However, his aphasia and dysarthria were unchanged. He remained awake and alert throughout his entire post-stent course. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. The patient's extensive medical history and recent neurologic events may have contributed to the event.

Event description:
As reported by the (B)(4) registry, the day after the patient had a precise stent implanted in the left internal carotid artery, the patient experienced an ischemic stroke. At the time of the index procedure, angiography revealed 90% stenosis of the left internal carotid artery. The lesion was described as 15mm in length, severe circumferential calcification and eccentric. The reference vessel was 6mm in diameter. The patient's pre-procedure (B)(6) stroke scale score was 6 (aphasia, dysarthria). The patient was symptomatic. An angioguard rx with a 7mm basket was deployed beyond the lesion. An 8 x 40mm precise pro rx stent was implanted after pre-dilation, with 5% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted at any time. The next day the patient experienced right hemiparesis and dysarthria. The onset was gradual. The patient was diagnosed with a stroke (ischemic). Treatment was not provided. The investigator is not sure if this event is related to the index procedure. The physician does not have a specific time when this ischemic stroke happened. The patient was discharged two days after the index procedure with an (B)(6) stroke scale of 7. Thrombus was not noted at any time. The patient is doing very well. This patient had numerous neurological events prior to the procedure. In the 4 -5 weeks prior to the carotid stent, he had at least 3-5 separate (tia/cva) events. These were improving. The patient did wonderfully during the procedure and immediately after. After the procedure, the patient was first noted to have a problem, when his standing was "off" on the first post stent day. The patient was then also felt to have some worsening of his hand function. These were improving prior to his discharge from the hospital on day 2 after the stent. However, his aphasia and dysarthria were unchanged. He remained awake and alert throughout his entire post-stent course.